Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that via (B)(4) t wave oversensing was observed. The oversensing was confirmed on a stored egm. The patient did not receive therapy. It was recommended that the device be reprogrammed.